Manufacturer narrative:
Conclusion: the images provided for review show the lower extremities and advancement of the delivery catheter system (dcs). There is also an image of the valve deployed to 100%, and one angiogram image of a vessel with possible dissection. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, cal cification, tortuosity, etc.). In this case, it was reported that the patient presented with small vasculature and calcification. This indicates the probable cause of the advancement issues was patient anatomy. The device instructions for use (IFU) instructs that if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example: magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example: vessel dissection or rupture). Per the device IFU, patients must present with transarterial access vessels with diameters that are =5 millimeter (mm). As the minimum diameter of the access vessel was 3.5 mm, this also indicates incorrect use. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Vascular complications, such as bleeding, and patient death are known potential adverse patient effects per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.) And/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated: h6 corrected: e1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, this patient presented with left and right femoral arteries measuring less than 5 millimeter (mm) in diameter. The patient's anatomy did not allow for alternate access routes of the left subclavian, right subclavian, or direct aorta access. A 14 french introducer sheath was successfully inserted into the patient right femoral artery which measured 3.5 mm in diameter. The delivery catheter system (dcs) was then introduced into the patient. The physician felt resistance at the right common iliac artery (cia), and pushed the catheter to continue access. The valve was implanted at a depth of 1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The patient was hemodynamically stable at this time with a normal heart rate and blood pressure, and the valve was functioning properly with a gradient of 6 millimeters of mercury (mmhg) and no residual paravalvular leak (pvl). Approximately five minutes after the valve was implanted and the dcs was withdrawn, the patient was reported to be unstable. Bleeding from the right femoral artery was observed. According to the physician, the dcs had blocked the bleeding and sealed the artery while inside the body. As the dcs was withdrawn, the bleeding ensued. Tachycardia and hypotension were observed. Medication was administered in an attempt to stabilize the patient, which allowed the patient¿s blood pressure to increase for a few minutes, then it dropped again. Tachycardia continued to occur for approximately one hour. Covered stents were implanted to stop the bleeding. The team continued to attempt to resolve the bleeding through surgery, however, the patient was not able to be stabilized and had lost too much blood and subsequently died. According to the physician, the small size of the patient's vasculature and the calcification present contributed to the bleeding. It was also reported that the resistance and push of the dcs at the location of the cia contributed to the bleeding.